Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hose was re-attached to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The customer reported a malfunction during pre-use checkout resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.